Event description:
It was reported that the pt experienced increased pain; the hcp performed an MRI which confirmed the formation of the granuloma at the tip of the catheter. The pump contained morphine and clonidine. Revision surgery was planned. Final pt outcome was unk. A follow-up report will be sent if add'l info becomes available to us.